Event description:
It was reported that, "our sales rep (B) (4) reported that he was following a surgery, where the following issue went up: the surgeon claimed that the ankle clamp is inadapted for small tibias. He stated that it is not possible to use them and therefore, he had to change from one partial knee to an total knee, even if this is not the right indication for the patient."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.